Event description:
The complainant stated the bed is alarming a 10-66 service code due to fluid ingress into the left siderail ucm circuit board.

Manufacturer narrative:
The technician dried the moisture from the left ucm circuit board and replaced the siderail label to repair the bed.